Event description:
Patient revised for osteolysis, polyethylene wear of insert and patella; and loosening of femoral and tibial components. Revision surgery found loosening at the bone/cement interface.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
Caller reported aviva system blood glucose result of 76 mg/dl, advantage system blood glucose result of 134 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.